Event description:
The reporter contacted animas on (B)(6) 2012 alleging that a in the middle of a bolus delivery the pump stopped delivering. The reporter indicated that the "ok" button may be sticking a little bit. The pump history shows the cancelled bolus in the pump history. This report is being made based on the allegation that the pump cancelled a bolus without user input.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012. Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, testing confirmed that all of the keypad buttons were normally responsive with normal spring back or click. No hypersensitivity of any of the keypad buttons was noted and no scrolling occurred. The keypad had no visible signs of damage. The keypad button was removed for investigation and no contamination or damage was noted. Testing was unable to confirm or duplicate the button/keypad complaint.